Event description:
It was reported that the wake button is still extremely difficult to press and/or requires multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump while technical support arranged pump replacement.